Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0913, awareness date 29-aug-2015). It refers to a female consumer of an unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009. It was reported that since insertion she experienced heavy bleeding which led to an ablation in (B)(6) 2013, severe frequent abdominal pains, cramping, spasms, pelvic pain, hair loss, reduced libido, dizziness, frequent vertigo, fainting spells, headaches, joint pains, vitamin d deficiencies, abdominal bloating, eye twitching, frequent urination, uti's, dry skin, dry eyes, severe periods, inflammation, chronic fatigue. On an unspecified date, coil migrated and perforated through uterus leading to a tubal ligation in (B)(6) 2013. Coil was still perforated her uterus and she will be having a total hysterectomy in (B)(6) 2015. Ptc investigation result was received on 21-sep-2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who was submitted to an endometrial ablation due to heavy bleeding after essure (fallopian tube occlusion insert) insertion. Additionally, she stated she will have a hysterectomy in the following month, because one coil migrated and perforated through her uterus. These events are listed according to essure's reference safety information. Uterine perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). If a perforation occurs, patient may experience pain and bleeding during and after the procedure. In this case, limited information was provided. Nevertheless, considering events nature, causality with the suspect insert cannot be excluded. This case was regarded as incident, due to the required intervention for bleeding's treatment (ablation) and since a hysterectomy is scheduled for device removal. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued (case identified during health authority website monitoring).

Manufacturer narrative:
Follow-up received on 05-nov-2015: this follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2520). Consumer had her hsg as recommended and was confirmed correct placement. Within 6 months after that she had a CT (computerised tomogram) scan for a kidney stone. She experienced painful heavy periods, painful ovulation, brain fog, leg weakness, vitamin deficiencies, and bone pain. She had a hysteroscopy in 2013 that confirmed the coil migration and a novasure ablation with a tubal ligation. Doctor did not remove the coils during that procedure and she is scheduled for a hysterectomy on (B)(6) 2015. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who was submitted to an endometrial ablation due to heavy bleeding after essure (fallopian tube occlusion insert) insertion. Additionally, she stated she will have a hysterectomy in the following month, because one coil migrated and perforated through her uterus. She also reported a kidney stone. These events are listed in the reference safety information for essure, except for kidney stone, which is unlisted. Uterine perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). If a perforation occurs, patient may experience pain and bleeding during and after the procedure. In this case, limited information was provided. Nevertheless, considering the nature of the events heavy bleeding and coil migrated and perforated through her uterus, causality with the suspect insert cannot be excluded. Event kidney stone was assessed as unrelated to essure, given its pathophysiology and considering the local effect of essure in the fallopian tubes. This case was regarded as incident, due to the required intervention for treatment of the bleeding (ablation) and since a hysterectomy is scheduled for device removal. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued (case identified during health authority website monitoring).